Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2019).

Event description:
It was reported through the results of a clinical trial that approximately seven months post index procedure using a drug-coated balloon catheter, restenosis of the target lesion occurred and was successfully treated with standard pta. Approximately one year one month post index procedure, restenosis of the target lesion required re-intervention. The re-intervention was successful and the patient recovered. The current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: a device history record review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device leading to restenosis. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2019). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the results of a clinical trial that approximately seven months post index procedure using a drug-coated balloon catheter, restenosis of the target lesion occurred and was successfully treated with standard pta. Approximately one year one month post index procedure, restenosis of the target lesion required re-intervention. The re-intervention was successful and the patient recovered. The current status of the patient was not provided.